Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
In december, we received a recall notice for our leep machine. After discussion with someone at cooper, it was discovered that our model, ID # 0813029c, was not part of the recall. However at that time the rep advised us to go ahead and send in the device because eventually all models would likely need parts replaced. 1216677-2022-00062 quantum leep machine e-complaint-(B)(4).

Manufacturer narrative:
Investigation: x-no sample returned: x-review DHR. *analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 09/11/2013 under wo #148889 and shipped on 10/07/2013. Manufacturing record review: DHR 148889 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was serviced recently but no functional defects were found. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the unit was not returned. Visual evaluation: visual examination of the complaint unit was not possible as the unit was not returned. Functional evaluation: complaint unit functional evaluation was not possible as the unit was not returned. Root cause: the customer was confirmed to have been using the a defective reusable cable (p/n 909153) for the patient pad return. The rep also confirmed the error code had displayed correctly indicating a patient pad error. This information was asked of the customer in the initial query but not conveyed to service & repair. The patient pad (p/n 909152) made for use with p/n 909153 is no longer available. The disposable patient pad (p/n 909078) all in one is now recommended. Root cause is being attributed to end user error. *correction and/or corrective action: the unit's return was not required as a rep visited the customer and confirmed the error was due to the customer using a bad reusable cable for the patient pad return. The rep proceeded to replace the cable and informed the customer of the finding. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.

Event description:
In (B)(6), we received a recall notice for our leep machine. After discussion with someone at cooper, it was discovered that our model, ID # 0813029c, was not part of the recall. However at that time the rep advised us to go ahead and send in the device because eventually all models would likely need parts replaced. 1216677-2022-00062 quantum leep machine e-complaint-(B)(4).